Manufacturer narrative:
The certitude delivery system was not returned for evaluation and no imagery was provided. As the device was not returned and no relevant imaging was provided, the complaints for ¿delivery system ¿ difficulty crossing native annulus¿, ¿delivery system ¿ valve dislodged from balloon¿, and ¿delivery system ¿ withdrawal difficulty, through sheath¿ were unable to be confirmed. The presence of a manufacturing non-conformance is unable to be determined without evaluating the device. A review of manufacturing mitigations and complaint history supports that it is not likely that a manufacturing nonconformance contributed to the complaint. The description provided indicates that the stenotic valve and annular calcification may have also contributed to the difficulty experienced. The IFU and training materials provide instruction for articulation of the device to cross the native annulus. As no articulation difficulty was noted, it is likely that the complaint for ¿difficulty crossing native annulus¿ was due to the above described patient factors. Since the valve was unable to be deployed, it would have remained on the balloon when the delivery system was withdrawn into the sheath. It is possible that if the thv and sheath tip were not aligned, the thv frame would have caught on the sheath tip. This likely contributed to the described withdrawal difficulty. Additionally, applying excessive force to withdraw the delivery system while the thv was caught on the sheath tip would have resulted in the valve moving off the delivery system. Therefore, the complaints of ¿withdrawal difficulty, through sheath¿ and ¿valve dislodged from balloon¿ are attributed to procedural factors (withdrawal of the valve into the sheath).  No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the device was the source of the complaint. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no preventative and/or corrective actions, or pra are required. In this case, there is no information to suggest a manufacturing non conformances contributed to the events; the ¿difficulty crossing native annuls¿ is unknown, however, may be due to patient factors (stenotic, calcified aortic valve) and/or procedural factors (no bav, device manipulation).  The ¿delivery system ¿ withdrawal difficulty, through sheath¿ and subsequent ¿delivery system ¿ valve dislodged from balloon¿, and ¿device placement at incorrect placement¿ is also unknown, however, may be due to procedural factors (possible valve not coaxial when retrieving through sheath or valve caught on sheath tip) causing the valve to move off the delivery system balloon resulting in the valve being deployed in the ascending aorta. There is no information to suggest a manufacturing non conformances contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during the tavr case via transaortic approach, the physician was unable to cross the native valve. An attempt was made to pull the valve back into the sheath but the valve was ¿stripped off of the delivery system¿. The valve was deployed in the descending aorta. A second sheath, delivery system, and valve were used to complete the procedure, placing the second valve in the aortic position. The perceived root cause was patient anatomy, the stenotic valve, and severe calcification.